Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v479550, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0tqyw, implanted: (B)(6) 2015, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v477182, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v479550, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was not in new condition. Analysis of the lead (lot # v479550) found the insulation at the proximal end of the lead had set screw impressions between the connectors. There was a set screw mark off center and the #0 connector sleeve was crushed. The insulation was broken and the stylet coil was stretched at the proximal end. The lead was not properly aligned in the ins connector block.

Event description:
A manufacturing representative reported the patient's implantable neurostimulator (ins) was explanted due to not being effective. The ins lost efficacy and the patient had poor tremor control. Multiple reprogramming attempts were made. The patient had a revision on (B)(6) 2015 to replace the ins and lead and add an electrode on the left side. The patient had recovered without sequela. The patient's indication for use is essential tremor and movement disorders.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient had a lead revision on (B)(6)-2015, but nothing was done with the battery. The new lead was connected to a new replacement battery on (B)(6)-2015. To the rep's knowledge there was no hardware failure whatsoever and the patient never went without a battery.

Event description:
Additional information was received from a healthcare professional that there was failure of the pulse generator.